Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure using an xi system after surgical ports placement, errors c-00 and c-33 appeared on the integrated electrosurgical unit (iesu) or erbe upon powering on, with no instruments attached. The issue occurred on march 4, 2026, but was reported on march 5, 2026. The technical support engineer (tse) instructed the customer to restart the erbe, but the errors persisted. The surgical team proceeded with the procedure using a second erbe. The tse advised that an electrical safety test of the vision side cart (vsc) is required if the erbe is replaced and confirmed that the valleylab force triad is the only approved substitute. The customer acknowledged this guidance and used the second erbe, completing the procedure as planned with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was only one procedure involved. The field engineer replaced the erbe on march 6, 2026.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-33. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. .